Manufacturer narrative:
This report is for an unknown zero-profile (unknown quantity/unknown lot). (B)(4). UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following article: chang, h., baek, d., & choi, b. (2015) efficacy of zero-profile implant in anterior fusion to treat degenerative cervical spine disease: comparison with techniques using bone graft and anterior plating. Journal of neurological surgery 76(a4):268-273. A study was done on 130 patients who underwent anterior decompression and fusion (adcf) for degenerative cervical spine disease. Forty-eight patients, 31 male and 17 female were implanted with the zero-profile stand-alone cage (zero-p) manufactured by synthes (B)(4). The remaining patients were implanted with a competitors product. Of the 48 patients that were implanted with the zero-p, 2 patients experienced a non-union. This report is 1 of 1 for (B)(4). This report is for an unknown zero-profile stand-alone cage (zero-p) and refers to the serious injury of 2 unknown patients who experienced non-union.